Event description:
The hospital reported that during preparation of the endoscopic vein harvesting procedure, two devices were plugged in but the bisectors did not receive any current. Troubleshooting activities were switching out the bipolar cords and the foot pedals with the same result. A replacement unit was used to complete the procedure. The hospital did not report any pt complications except there was a slight case delay where normally vein harvesting takes 15 mins, this case took 45 mins with troubleshooting. This report is for the second device.

Manufacturer narrative:
Investigation results: no visual non-conformities were found in the bisector. The simulated cautery test was performed on the device multiple times and the device functioned continuously. The complaint for the bisector did not receive any current is not confirmed. A lhr review was completed for the product and there was no nonconformance associated with the lot number.